Event description:
It was reported that the breakoff setscrew backed out approx three months post op. The revision surgery took place and the screw was replaced. The pt was reportedly doing well after the revision.

Manufacturer narrative:
Device was not returned to MFR for eval. Post op x-rays confirm that set screw has migrated from implant assembly. No hardware or immediate post op x-rays are available for review. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.